Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 521mg/dl. Customer stated that last night they went low and instant took a gel glucose and then orange juice and blood glucose went up to 81 mg/dl. Customer stated woke up in this morning the blood glucose was 521 mg/dl and took insulin via insulin pump. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.